Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the returned complaint device found the device was free of obvious kinks and bends. Microscopic analysis was performed, and it was noticed that the balloon had a pinhole. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located at the proximal section on the body of the balloon. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. The interaction with the scope, other devices/tools or any other surface during the procedure could create friction on the balloon, causing the balloon pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a small intestine stenosis dilatation procedure performed on (B)(6) 2021. During the procedure, a pinhole was found when perssure was applied. The procedure was completed another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.